Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/27/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue involving changes in color spectrum. The display has faded to the point it is difficult to read and the screen has developed an orange discoloration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.